Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller was unable to be interrogated for routine data analysis when connected to the power module and heartmate touch. The perfusionist attempted to connect the system controller to three different power modules and heartmate touch without success. There were no reported difficulties in the connections. Tech services reviewed controller log files and it appeared to capture six low voltage advisory alarms. A system controller exchange subsequently took place. It was reported that the system controller exchange resolved the inability to connect to the power module and heartmate touch for interrogation. It was later reported that log files are unable to be accessed or sent. No adverse effects were present with the patient from the event. The system controller for the event was scheduled to be picked up and sent back to abbott for interrogation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported communication issue with the heartmate 3 system controller (serial number (B)(6)) was confirmed via analysis of the returned controller. The returned controller (serial number (B)(6)) underwent preliminary testing. The controller was connected to a mock circulatory loop and communication was unable to be established with the system monitor. The controller was able to support the pump without any alarms occurring despite the observed issues. The power cables were replaced with a known working set of power cables and communication with the monitor was unable to be established. The controller was opened and visually inspected at the component level to be physically unremarkable. The main printed circuit board (pcb) was then replaced with a known working test main pcb and the issue resolved. The issue was then isolated to the rs232 circuit on the main pcb, which is responsible for communication. The main pcb from the original controller was then further investigated. The u9 component was successfully removed and replaced with a known working component. The u41 component was removed and was unable to be successfully replaced. Communication with the system monitor was unable to be established with the original main pcb. A root cause was unable to be conclusively determined through this analysis. To download the log files from the controller, the chip responsible for storing log files was removed from the returned main pcb and placed onto a test main pcb. The log files were then downloaded. The system controller event log file did not contain data relevant for review. The original data was overwritten throughout the troubleshooting process of the controller. The system controller periodic log file did not contain any notable values. The controller appeared to support the system as intended. It was reported that the patient's system controller was unable to be interrogated for routine data analysis when connected to the power module and heartmate touch. There were no reported difficulties with the connections. A system controller exchange subsequently took place. It was reported that the system controller exchange resolved the inability to connect to the power module and heartmate touch for interrogation the communication issue root cause was determined to be the rs232 circuit, although a specific root cause for this issue could not be established through this investigation. Incidental findings: cuts in the power cable jackets, wire fatigue the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.